Event description:
The user facility reported leakage in the capiox rx05 device. Follow up communication with the user facility reported the following information: (1) during a bypass operation, a little volume of blood dripped from the inlet port of the oxygenator onto the gas outlet port during 10 minutes; (2) as it stuck to the gas port a gauze was used to wipe off the blood from the port; (3) leaked blood volume was about 1.5ml; (4) the operation was continued and finished in one hour successfully; (5) there was no reported problem in the gas exchange performance of the oxygenator; and (6) there was no harm to the patient.

Manufacturer narrative:
Although there was no harm to the patient, the user facility report indicates that about 1.5ml of blood volume loss was associated with this event. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample found a trace of blood leaking from the area around the blood inlet port of the oxygenator. Two tie bands were found to have been fastened to the inlet port at just on the two edges. The actual sample, after rinsed, dried, and separated from the housing of the gas outlet port, was subjected to visual inspection. The tube had been inserted over the inlet port with the tip of the tube placed beyond the rib. The tube was separated from the actual sample. Visual inspection of the blood inlet port did not find any anomaly such as deformity or a break around it. The dimensions of the blood inlet port was measured and confirmed to be comparable to those of the current product sample. A factory-retained tube was attached to the blood inlet port and secured with a tie band, which was fastened just between the two edges on the blood inlet port. With the blood outlet port clamped, saline solution was filled in the circuit. A pressure of approximately 2.0kgf/cm2 was applied to the oxygenator module from the blood inlet-port side. No leak was observed either from the oxygenator module or at the joint of the blood inlet port and the tube. A review of the manufacturing record of the involved product/lot # combination confirmed that there were not any indications of production-related issues. A search of the complaint file found no other report of this nature with the involved product/lot# combination. Although the exact cause cannot be determined, there are many complex clinical variables that may have affected the reportedly observed conditions during the procedure; such as the pressure might being applied to the circuit, and the joint between the blood inlet port and the tube was unable to tolerate the pressure, resulting in the reported leakage. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "band and secure all connections in the circuit." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).